Event description:
It was reported that a tasp fractured while inserting to trial during surgery. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product shows sign of repeated use and the device has fractured. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The lot has been in the field for approximately six years and two months. It is unknown how many times the device was used. The root cause can be attributed to normal wear and tear of device from repeated use over time. This complaint is confirmed via product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.